Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician implanted one resolute integrity drug eluting stent to treat chest pain experienced by the patient. It was reported that the patient continued to have chest pain due to a small edge dissection. This was treated by implantation of a second resolute integrity drug eluting stent.

Manufacturer narrative:
Current patient status is no further injury - patient is 'feeling great'. Age is approximate - (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.